Manufacturer narrative:
No complaint was received with the return of the device. The lead was returned in two pieces. Failure event observed during analysis. Final analysis found that the insulation was abraded at 36.5-36.7cm and 3 ¿ 4.7cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.